Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 10 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation. 6 device investigation types have not yet been determined.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. - 7 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 10 events were reported for this quarter. Product return status 3 devices were received. 7 device investigation types have not yet been determined. Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. - 7 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 10 previously reported events are included in this follow-up record. Product return status 4 devices were received. 6 devices were not available for evaluation.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. - 7 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 2 events had patient involvement; no patient impact.